Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with an unspecified saline breast implant experienced left sided deflation post procedure. As a result, patient underwent removal and replacement a 425cc mentor breast implant on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's impacted device is a 425cc mentor smooth round moderate profile saline breast implant, catalog: 3501670, lot 6758481. A manufacturing record evaluation was performed for the finished device 6758481 number, and no non-conformances related to the malfunction were identified. Patient's date of implantation is (B)(6) 2015. Manufacturer¿s reference number: (B)(4).